Event description:
On (B)(6) 2010, the reporter contacted lifescan (lfs) (B)(4) on behalf of the patient (her mother) alleging a calcoding issue with a one touch ultra 2 meter. The reporter was unable to provide a date/time as to when the alleged issue began. The reporter claimed that she could not change the meter's code. As a result of not being able to change the meter's code, the reporter alleged that the patient's meter readings were not accurate. Due to the alleged issue, the reporter claimed that the patient developed symptoms of feeling low, dizzy, shaky, and faint. The reporter denied that the patient received any treatment because of the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what the patient's last meter reading was before the symptoms developed, what date/time the last meter reading was obtained, and what date/time the symptoms developed. In addition, it would have been helpful to know what actions the patient took before and after the symptoms developed, and if she was able to test her blood glucose on another device during the time of concern. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due the following conclusion: the reporter claimed that the patient developed symptoms that can be associated with severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510 (k) # is k053529.